Event description:
Healthcare professional reported, "discomfort", "asymmetry", "the integrity of the right implant is impaired", "diffuse fibroadenomatosis birads 2", "breast endoprosthesis rupture". And baker "grade iii, capsular contracture". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii. Photo analysis: visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.